Manufacturer narrative:
A total of four gore viabahn endoprostheses were implanted in the same patient during the same procedure. The other submitted reports are: MFR report #2017233-2011-00345 was submitted for device lot #9674044. MFR report #2017233-2011-00346 was submitted for device lot #9717498. MFR report #2017233-2011-00347 was submitted for device lot #9538362. Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
In (B)(6) 2012, a gore viabahn endoprosthesis was deployed in the patient's popliteal artery. The week of (B)(6), 2012, the patient presented with a massive infection in the popliteal artery. The viabahn device was explanted. It was reported that the lab test showed positive for infection. The type of test performed was not specified. Four viabahn devices were deployed in the same patient during the same procedure (lot#9717498, lot#9538362, lot#9538350 and lot#9674044).